Event description:
Patient was being transferred to new citadel bed when old bed slid at the head into a "v" causing the patient to fall to the floor onto his head. Resulted in subdural hematoma. Confirmed wheel locking mechanism engaged. During interrogation found that hob wheels would elevate off of the floor when bed was locked, allowing wheels to turn freely.